Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023. Block d6b: explant date: (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy. The patient underwent explant procedure. No further information provided despite good faith efforts.